Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the device was revised due to a periprosthetic fracture sustained in a fall. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to a periprosthetic fracture sustained in a fall. The patient's entire hip construct (stem, shell, head, liner) was revised. Surgeon reported the reason for revising the shell was due to dissatisfaction of the shell's positioning at implantation by a different surgeon. Rep confirmed that the shell had not migrated, that there are no allegations against the revised head and liner, provided an operative report excerpt, primary usage, and revision usage, and confirmed that no further information will be released by the hospital or surgeon. The primary total hip replacement was on the left hip.